Event description:
After coronary angiography was conducted to check the target lesion, the physician tried to inflate the unit, but the balloon would not inflate. After trying to inflate the unit several times, the physician suddenly felt a slight "shock" to his hand. At this time, the gauge of the inflation device went to 8atm. The physician tried to apply additional pressure, but the balloon would only inflate at both ends of the stent, so the physician stopped the deployment of the cypher and tried to retrieve the stent delivery system (sds) into the guiding catheter. Because the guiding catheter (carry) was 6fr, the retrieval of the sds was unsuccessful, and the stent dislodged. Computer tomography scan was conducted to find the dislodged stent, which was found in the femoral artery. Therefore, a snare (viopsy) was used to retrieve the stent. A bare metal stent was implanted, and the procedure was completed.